Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was hospitalized due to a possible urinary tract infection. The physician was unsure where the infection was coming from and was planning to perform a lumbar puncture to determine if the infection was coming from the spine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7155669/7155543.

Event description:
It was reported that the patient was hospitalized due to a possible urinary tract infection. The physician was unsure where the infection was coming from and was planning to perform a lumbar puncture to determine if the infection was coming from the spine. Additional information was received that the symptom of infection was headache. Lumbar puncture was performed, and infection was noted. The patient was placed on antibiotics, and spinal cord stimulator (scs) was explanted. All explanted device components will not be returned.

Event description:
It was reported that the patient was hospitalized due to a possible urinary tract infection. The physician was unsure where the infection was coming from and was planning to perform a lumbar puncture to determine if the infection was coming from the spine. Additional information was received that the symptom of infection was headache. Lumbar puncture was performed, and infection was noted. The patient was placed on antibiotics, and spinal cord stimulator (scs) was explanted. All explanted device components will not be returned.